Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current test, active current test and self test. Pump alarmed pump error during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to jammed gearbox.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer's blood glucose value was over 200 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer stated that the insulin pump was not dropped or bumped. The insulin pump passed both self-test and displacement test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.